Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. Prior the stm's visit to the site, the facility's biomed advised that he tested the unit and the failure was not reproducible. The stm evaluated the iabp unit and was also not able to duplicate the customer's reported issue. The stm reviewed the iabp log files and noted code #16. The atmospheric calibration and all diagnostic tests were performed and after running the iabp unit for an extended period of time, the stm observed no issues. Subsequently, all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient in the operating room and post coronary artery bypass grafting (CABG), the cardiosave intra-aortic balloon pump (iabp) was plugged in and made a loud whistling sound then completely shutdown and the display went dark. The iabp unit was re-booted and appeared to work properly until it was swapped out upon the patient's arrival in the ICU. There was no patient harm and no adverse event was reported.